Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration signals were within expectations. A general reagent problem can be excluded because the qc was within range prior to the event. The provided sample foam detection (sfd) images showed particles of dust on the gripper wheels and little particles (fibrin or clots) within the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit (line 3) when compared to different lines (line 2 and line 1). Initial result: 93 ng/l (tested on line 3). 1st repeat result: 18 ng/l (tested on line 2). 2nd repeat result: 19 ng/l (tested on line 2). 3rd repeat result: 22 ng/l (tested on line 1). 4th repeat result: 20 ng/l (tested on line 3). The customer implemented auto-repeat rules for this particular patient.

Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). The investigation is ongoing.